Event description:
A zoll pt service representative (psr) called zoll customer support to report that a (B)(6) male pt's monitor was displaying code 32 (pt parameters corrupt). The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 32) was confirmed. Upon investigation the monitor displayed a code 32, which prevented the monitor from fully booting up. The cause for the code 32 was isolated to corrupt monitor software. The root cause for the corrupt software could not be positively identified. No adverse event resulted from the corrupt monitor software. The pt received a replacement monitor.